Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure it was mentioned that the sheath leaked. It was confirmed that no visible air in the sheath nor any air was noted in the patient. Fast drip blood leak was noted form the distal end, amount was unknown but more than normal. No other abnormalities was noted. The sheath was only aspirated, no irrigation was performed.thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed